Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - sku 301.100.000 is marketed outside us. Sku 301.100.030 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the customer was experiencing display issues with the ventilator.